Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, a site vertex max 2.4mm drill bit had been damaged after normal use. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative clarified that the site is not re-using the drill bits after the surgery. They discard the single- use device as instructed. Device manufacture date provided.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Device manufacturing date is unavailable. Return requested. On 05/29/2015 a medtronic representative, following-up at the site, reported there is no evidence of why the reported issue is occurring. The site has been using this instrument with the same surgeons for quite some time now and just recently are having issues. The medtronic representative has inquired about bone quality, techniques the surgeons are using, or if they¿re doing anything different and the response from the site representatives is ¿bone quality is normal, and there is nothing different regarding technique". On 06/16/2015 a medtronic representative, was informed by the site that the suspect drill bit will not be replaced and the site has not had any recurrences of this issue. - no parts have been received by manufacturer for analysis. - no further issues have been reported.